Event description:
It was reported that during testing the device meshed incorrectly. There was no patient involvement. Due diligence is complete and there is no additional information available. During device evaluation the cutter failed the sample mesh test due to an incomplete cut.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is completed. This is an initial final report submission. Review of the most recent repair record determined the cutter failed the sample mesh test due to an incomplete cut; however, the repair was not completed because cutters are not repairable devices. The cutter was returned as is. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.